Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure, a cardiac perforation occurred. Following transseptal access and creation of the left atrial model the patient became hypotensive. Intracardiac echography confirmed a 1cm pericardial effusion. All catheters were removed from the patient and protamine was administered to reverse the blood thinning. A pericardiocentesis was performed to stabilize the patient. The cause of the reported perforation was during transseptal access. There were no performance issues with any abbott device.